Event description:
Patient came into the surgeon's office experiencing pain and irritation around the surgical site. After the surgeon x-rayed the site, it was visible that the (B)(4) petite mpj plate and the interfrag screw (B)(4) were broken in the patient. The surgeon removed the (B)(4) plate and associated screws. Since a fusion had not occurred, the surgeon utilized a silastic implant on the mpj. Trilliant's sales representative at the removal case, noted that the surgeon stated the proximal phalanx was a bit "soft" when he was inserting the silastic implant. Trilliant's sales representative stated that the (B)(4) plate and screws were inserted approximately eight months ago, although he is checking with the facility to confirm the date of implantation. The (B)(4) plate and screws will be returned to trilliant surgical for review.